Event description:
The patient fell off a bike, and suffered a lefort I facial fracture on an unknown date. During surgery on (B)(6) 2013 to implant temporary imf screws for the maxillomandibular fixation wire, one of the imf screwheads broke off upon insertion to the maxilla. The partial screw shaft remains implanted. The screw head fragment was retrieved. The surgeon replaced the broken screw with another imf screw, and completed the procedure without further problems. The procedure was reportedly extended for about 15 minutes. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.